Manufacturer narrative:
Per the reported information, the customer reports the inability to wear due to the device's construction, it was too cumbersome. Completion of the analysis of the device is in progress and a follow-up report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received reporting "I tried the device which gave me a metallic taste, with the inability to wear due to the construction- too cumbersome with excessive force on teeth. I returned it"

Event description:
A patient experienced an allergic reaction while using a silentnite sleep device. As of the date of this report additional information has not been received, additional follow-up will be conducted with the reporter.

Manufacturer narrative:
The device was returned for analysis. Once the investigation is complete and/or additional information is received, a supplemental report will be filed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
CAPA 23-006. Manufacturer reference: (B)(4).

Manufacturer narrative:
The device was received and evaluated, and the investigation results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. E-pro: lot# 12019302 was manufactured from december 12, 2022, and was assigned an expiration of december 2025. Supplier (airway) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. The receiving router was reviewed and indicated the hinge lot# 202109 passed receiving inspection. The certificate of analysis from supplier (greation) was also provided and verified the parts were qualified for release. Supplier (ose co) provided the certificate of compliance and there was no manufacturing deviation or abnormality. Orthoband: lot# 520208 was manufactured from december 2022 and has an expiration of december 2025. Stock product review results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation method/results: the product was returned in the original case. The returned device was visually inspected, and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was clear and transparent. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. Root cause: the root cause for this complaint cannot be explicitly determined. It is possible that the "metallic taste" could be caused by different factors such as how the device was cleaned and if the patient has any allergies or relevant medical history. However, no additional information regarding how the device was handled or medical history was provided. Per the reported information, the patient reported that there was an "... Inability to wear due to the construction- too cumbersome with excessive force on teeth.". The probable root cause for this failure could be due to a bad impression taken which would cause the device to not fit properly. IFU-7322 rev 7 (silent nite (english)) contains the following statement in the "before inserting the device" under the maintenance care and storage guidelines section: "brush and floss the teeth, then thoroughly rinse the mouth and the device with clean water. If the patient uses mouthwash at bedtime, the patient must thoroughly rinse the mouth with water afterward. All traces of mouthwash must be rinsed out of the mouth." IFU-7322 rev 7 (silent nite (english)) contains the following statement in the "precautions" under the maintenance care and storage guidelines section: "do not soak the device in mouthwash, denture cleanser. Hot water (>50 c) or alcohol. Do not wash the device with soap, toothpaste, or mouthwash. Do not dry the device with a blow dryer. Do not store in direct sunlight. Corrective action: no corrective action is warranted at this time. The complaint handling team will continue to track and trend for similar incidents and report to the manufacturer as necessary. Fmea review results: in reviewing rpt-012650 rev 4.0 - silent nite sleep appliance with the glidewell hinge risk management report, the reported issue has already been identified under the "customer related" process aspect. Failure mode - tooth migration or pressure. Causes - bad impression. Effects - poor fit. Severity - 2 (minor - transient harm not requiring medical or additional surgical intervention. Transient harm includes postoperative pain that can be managed with medication. It may also include increased hospitalization time. Significant inconvenience to physician or patient. Medical device is inoperable but will be discovered by the clinician or technician before use.) Occurrence - 1 (remote - singular events, generally associated with special cause). Risk mitigation - prescribed only by licensed dentists who are trained to take impressions. Device can be remade. The impression should be retaken. · rpn final - 2 (low risk) the issue of "metallic taste" is a new failure and is being addressed in risk management report. The manufacturer internal reference number is: (B)(4).